Event description:
It was reported that during a demonstration a tip detachment occurred. A kinetix plus guide wire was being used during a demonstration in the catheterization lab. While the staff member was trying to get the wire around the final bend of the demo model the tip of the wire snapped off. It was noted that while in the demo model the wire was continually being manipulated and was 'twisted for a long time'. The device was not used during a case and there was no patient contact.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)